Event description:
It was reported that no communication could be established. It is suspected that the device is at eol.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient with a click'x construct at l4-l5 was returned to the operating room due to adjacent disc disease.

Manufacturer narrative:
The reported event of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be conclusively determined.